Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6). Product type recharger was returned and the analysis results shows that the complaint was unable to be verified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) b3: event date is not known. Please see b5 for approximate date range, if applicable. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they had been having problems charging their implanted neurostimulator (ins) since a little over 2 weeks ago. Patient said they had to keep repositioning the recharger antenna 15, 000 times to get the implanted neurostimulator to charge.  Patient mentioned the controller kept telling them to reposition the recharger and the quality kept switching from good, excellent, to low battery, then back to poor charge quality. Then, today, the controller went blank/unresponsive. During the call, the patient reset the controller and the controller responded. Patient saw a green light blinking on the controller when the controller was plugged into the ac power supply and li battery pack was installed. Patient then unlocked their controller and saw the batteries screen. Implanted neurostimulator charge was 30% and controller charge was 70%. Patient initiated a charging session of their implanted device with a recharge quality of excellent. Screen on controller switched to batteries low recharge ins and then to good/excellent recharge quality and to poor recharge quality. Pt could not maintain excellent recharge quality even though they were sitting really still. Pt mentioned historical event where shortly after implant date they noticed the recharger and ins heating up ("burning sensation") during charging so the pt called a manufacturer representative (rep) who told the pt to turn down recharging speed. Pt said they noticed longer charge times and "not full power (unclear whether or not historical event is connected to telemetry issues pt is currently experiencing). A replacement recharger (rtm) was sent out.

Event description:
Additional information was received from patient (pt) stating the cause of the issue was unknown and the charge slow down. Pt mentioned some chargers are better than others.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.